Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have on blade broken at the base. A piece approximately 0.681" x 0.084" was found to be broken off. The broken piece was returned.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace tip broke. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The instrument did not collide with another instrument. However, a fragment fell inside of the patient during the procedure. The fragment was immediately retrieved during the same procedure. There was no further injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. Review of the provided image is consistent with the instrument tip being broken off.